Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not connected on the home transmitter for several months. Patient was called in clinic and device could only be interrogated with wand telemetry. Device download was performed and rf telemetry was restored successfully. The device was connected to monitor and transmission was sent successfully. Patient was stable throughout the event.